Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed control panel. The device was evaluated upon receipt. It was confirmed that the device boots up with disk error on screen. The control panel was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they have an arctic sun device on a patient. The device popped up with an alert saying it needed to reboot so another nurse turned the device off and back on. Nurse stated that the back screen was lighting up and the device was beeping but the screen was remaining blank. Mis confirmed with nurse the device was plugged into a wall outlet. Mis had nurse turn the device off an unplug it for 30 seconds. When nurse plugged device back in and rebooted, the screen was black with white letters that say, "select proper boot device or insert boot media in selected boot device and press a key." Mis informed nurse to send this device to biomed and swap to a new device. Mis confirmed with nurse there would be water in the pads, suggested disconnecting over a basin.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have an arctic sun device on a patient. The device popped up with an alert saying it needed to reboot so another nurse turned the device off and back on. Nurse stated that the back screen was lighting up and the device was beeping but the screen was remaining blank. Mis confirmed with nurse the device was plugged into a wall outlet. Mis had nurse turn the device off an unplug it for 30 seconds. When nurse plugged device back in and rebooted, the screen was black with white letters that say, "select proper boot device or insert boot media in selected boot device and press a key." Mis informed nurse to send this device to biomed and swap to a new device. Mis confirmed with nurse there would be water in the pads, suggested disconnecting over a basin.